Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated stent and suprarenal aortic extension. On (B)(6) 2016 patent came in emergently and computed tomography showed a type 3b endoleak with a tear in the graft material. The physician elected to reline the initial devices with a non-endologix device to seal the leak. In addition to the reline a laparotomy was completed due to patient having compartment syndrome. Computed tomography from 6 months ago showed no sac growth, no endoleak. Patient in stable condition.

Manufacturer narrative:
At the completion of the complaint investigation, based on the limited information received, the clinical evaluation was able to confirm the type 3b endoleak of the main body graft. Additionally there was evidence to reasonably support the following observations; aortic rupture, retroperitoneal hematoma, and renal failure. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause at this time. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the compromised stent graft integrity was found to be device related due to the use of strata graft material. Associated clinical harms for this event included: type iiib endoleak, aortic rupture, and a secondary endovascular procedure. Procedure related harms included: renal failure, respiratory failure, and a secondary surgical procedure, and death. The final patient disposition was expired on post-operative day six due to multisystem organ failure. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%.